Event description:
The customer reported a burette set fell apart during a tpn infusion on an infant. The infant's blood sugar dropped to 63. A new bag of fluids was hung. There was no report of medical intervention. Although requested, no further patient/event information is available at this time.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.